Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The harvester noticed that one of the wires on the jaw had delaminated and was sticking up. There was no harm to the patient and they opened a new device to finish the case.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The harvester noticed that one of the wires on the jaw had delaminated and was sticking up. There was no harm to the patient and they opened a new device to finish the case.

Manufacturer narrative:
Updated sections: d4,g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). A lot history record review was completed for lots 25150881, 25150612, 25150425; the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s for the reported lots 25150881 and 25150425. There was one ncmr reported for lot 25150612, which is not related to the reported event.